Event description:
Info received indicates that cardiopulmonary support was requested in the emergency room. When the oxygenator was primed, a substantial leak occurred from the tma port, spilling on the floor. Another unit was primed without problems noted. The pt was reported to expire in the emergency room, but the oxygenator was not identified as having caused or contributed to the death.

Manufacturer narrative:
Method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Analysis: visual inspection shows no outward signs of physical damage or abnormalities. However, when tested with fluid, a leak was detected at the temperature monitoring adaptor (tma) port. The cause was determined to be loose placement of the tma adaptor into the port. Conclusion: reduced device performance occurred, but was noted at prime, prior to pt involvement and was changed out. There was no indication that the oxygenator leak contributed to or caused the subsequent pt death.